Event description:
Access site was through the arm. As inflating the balloon, the balloon burst and was torn into two parts. The physician was able to retrieve the shaft, but the distal part of the balloon remained inside the body and had to be retrieved surgically. No adverse effects on the pt were reported.

Manufacturer narrative:
Product was returned in a used and damaged condition including the separated segment. Per specification, balloon burst, compliance, and fatigue verification testing are performed. The rated burst pressure (rbp) is documented in the IFU and label. The device is inspected per specifications to ensure the balloon is undamaged. Each device is shipped with an IFU that delineates the proper inflation and deflation procedure. These detection activities will likely result in a very high probability of detection to prevent rupture. The balloon rupture likely propagated until the point of highest constriction, at which it then tore circumferentially. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. An examination of the proximal section confirms the longitudinal tear. The balloon rupture ultimately resulted in difficulty removing the device. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). A root cause cannot be determined at this time based on the info provided. The inflation pressure at rupture were not reported. It is possible that pt anatomy or user technique contributed to the event. Root cause is inconclusive. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk mitigation activities.